Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2016) is considered to be a best estimate. This MDR represents the ventralex st mesh (device 3). An additional MDR was submitted to represent the ventralex st mesh (device 2) and an additional supplemental emdr was submitted to represent the ventralex st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2017: patient was diagnosed with upper midline ventral incisional hernias (x3) thereby underwent open repair with implant of three ventralex st meshes (device 1, 2 and 3). Per operative notes, ¿in the upper abdomen, a hernia was noted and reduced. Another two hernias in the lower abdomen was reduced and three ventralex st meshes (device 1, 2 and 3) were placed over the hernia defect and sutured circumferentially.¿ on (B)(6) 2018: patient was diagnosed with recurrent incisional hernia and meshoma thereby underwent open repair with removal of old meshes (device 1, 2 and 3) and implant of synthetic mesh. Per operative notes, ¿recurrent incisional hernia in the epigastric region was noted. Three separate meshes (device 1, 2 and 3) was identified forming meshomas were fully excised. The adhesions were lysed; hernia defect was closed with sutures and synthetic mesh was placed and sutured.¿